Event description:
It was reported that the patient became acutely ill and was admitted to the hospital. A tee was performed and two areas of embolus were found attached to the lead. The system was extracted and a new epicardial lead implanted. He was discharged and a few days later presented for follow-up wearing a lifevest. Patient expired two weeks post system explant. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.